Manufacturer narrative:
This product is manufactured in (B)(4) but is not marketed in the u.s. (B)(6). Diopter: -09.00. (B)(4). Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -09.00 diopter in patient's left eye (os) on (B)(6) 2015. Low vault was noted on (B)(6) 2015. The icl was explanted and exchanged for a longer lens on (B)(6) 2015. This resolved the problem. Post-op visit on (B)(6) 2015, ucva was 20/22. See MFR. #2023826-2015-01438 for right eye.